Event description:
Related to MFR report # 2183959-2011-00701. The pt was implanted with an ams miniarc sling. It was reported that the pt has experienced "severe and permanent bodily injuries and significant mental and physical pain and suffering, including but not limited to infections, difficulty urinating, erosion, recurrence of prolapse, pelvic pain, pain during intercourse." It was also indicated that the product caused the pt to "suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.